Event description:
It was reported the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 425 mg/dl. The daughter when to manual injections. The troubleshooting was performed. That their is problem with the policy of the insulin pump. The customer was advised that we call back to get everything set for the cot insulin pump under her own profile.

Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unable to verify battery out limit alarms due to unresponsive buttons. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window.